Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-90) was returned for investigation in used condition. Visual inspection revealed wear and tear damage on the front cover and enclosure. The front cover and water tank cover were cracked. The unit was also missing the reflux plug. The unit had an old style line cord, enclosure, pcb, and drain fitting. The investigator subsequently filled the tank with water, plugged in the line cord, attached a temperature check fixture, and turned on the power switch. The customer reported product problem (failure to heat up) was confirmed during testing. The heater (over 10 years old) was faulty. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was normal wear and tear. This was established as the root cause. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that level 1 hotline low flow system (hl-90) was not heating up to the required temperature. No patient injury or complications were reported in relation to this event.